Event description:
It was reported that a patient would be getting his generator explanted for an unknown reason. Follow up with the physician's office indicated that the explant was due to the lead being exposed from the body. No known explant surgery was performed. No additional, relevant information was received.